Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a dislodgement. During revision, the physician repositioned the rv lead, however was unable to reconnect the lead into the header of the implantable cardioverter defibrillator (ICD). The physician was unable to tighten the setscrew, therefore they elected to remove and replace the ICD as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.